Event description:
Info received that the head section was not able to raise. No injury reported.

Manufacturer narrative:
Technician located the bed in storage area. Issue: head section will not raise up. Replaced bent head piston to resolve this issue.